Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was extrins ically over-rotated. It was also noted that the distal conductor was extrinsically distorted due to kinking/buckling, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the lead was not stimulating. Upon removal of the lead, it was noted that the screw was not coming out when turning the key. The lead was removed and replaced. No patient complications have been reported as a result of this event.